Event description:
It was reported that aspiration was lost during use. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure in the superficial femoral artery. During the procedure while inside the patient and running for several minutes, aspiration was lost. The procedure was completed with another of the same device. There were no complications to the patient.